Manufacturer narrative:
The reported issue of incorrect intake volume documented in ehr could not be confirmed; no product or device logs were returned for investigation. The customer's issues are currently being tracked via an open CAPA (B)(4) that is associated with the intermountain healthcare org interoperability issues. The file was opened to document the issue that was reported. Additional patient information: diagnosis: p70.1; q21.0, 149.3.

Event description:
Received a copy of the customer's sus voluntary event report from cdrh which states, "bd / alaris syringe pump volume infusion documentation discrepancy issue related to interoperability bd pump sent inaccurately large volume through interoperability to the ehr pt received correct volume and there was no pt harm pt was at risk of harm due to clinical decision making related to the inaccurate data." It was reported that the device sent the wrong volume data to the patients electronic record during a alprostadil 150mcg/d5w 30 ml infusion programmed to infuse at a continuous rate of 0.01mcg/kg/min. The customer further stated that decision making for the patient's care is made based on the data sent to the patients medical record by the pump. Inaccurate data could lead to changes in care and is viewed as a serious medical event. The customer later stated that there were no adverse effects caused to the patient from the event.